Manufacturer narrative:
The customer reported that the ventilator was alarm for high o2 concentration, the customer was advised to change the nozzle units in the o2- and air- gas module. No log file, goods or further information has been received. The replaced goods have not been received for investigation, therefore the cause has not been established in this investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Problem code: 4114.

Event description:
Manufacturer ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration. The patient involvement is unknown. Manufacturer ref #: (B)(4).